Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2 ,000 mcg/ml) via an implantable infusion pump. It was reported that the patient experienced a pocket fill during a refill. After the pocket fill the hcp attempted to withdrawal med from pump but none of the 20 cc¿s of the injected med came out. The pump was filled with saline and programmed to minimum rate.